Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number: 1904235. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no defects were observed.

Event description:
It was reported that the bd¿ syringe connection was loose and leaked. The following information was provided by the initial reporter, translated from chinese to english: "during the preoperative inspection by the nurse, it was found that the connection of the disposable sterile syringe was loose and leaking, which may be caused by the unsealed piston and cannot be used normally."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe connection was loose and leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the preoperative inspection by the nurse, it was found that the connection of the disposable sterile syringe was loose and leaking, which may be caused by the unsealed piston and cannot be used normally."